Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that an occlusion alarm occurred. The customer experienced an elevated blood glucose (bg) level. Reportedly, the customer¿s continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. At the time of the report with tandem technical support, the customer did not treat the high bg. System check was performed by tandem technical support and no issues were identified. Customer changed the pump supplies and resumed insulin delivery.